Manufacturer narrative:
Complaint is confirmed. Visual evaluation revealed a broken drill stuck inside the shaft of the burr attachment. No broken pieces were returned for investigation. Functional testing was not able to be performed due to the damage to the device. The probable cause of this condition is the excessive force / excessive friction during use or insertion.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-300b burr attachment broke off in the unit. All fragments were retrieved from the patient. This was discovered during an unspecified procedure, with no patient harm. Additional information received on 8/14/2023: this was discovered during a calc slide, flatfoot reconstruction on (B)(6) 2023. The case was completed by opening another burr attachment. There was no delay in the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.